Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient is having increased seizures. Per the physician, the increase in seizures is above pre-vns level. The believed cause of the increase in seizures is patient physiology and the patient's condition could be a contributing factor. Per the physician, the patient has drug-resistant epilepsy induced by tuberous sclerosis complex. This patient achieved a significant reduction in seizure frequency; however he is not completely seizure free. His vns battery is reported to be low and the physician will follow up and reassess after the battery is replaced. The patient is complaint with medication, on polypharmacy, and uses vns magnet. No known relevant surgical intervention has occurred to date. No additional relevant information has been received to date.

Event description:
It was further reported that the patient underwent a generator replacement due to battery depletion. The suspect device has not been received to date.

Event description:
It was further reported the device has been discarded by the surgical team.